Event description:
It was reported that a device was used during a low anterior resection. The device fired an incomplete staple line. After transecting additional bowel, the case was completed with another device. There were no patient consequences.